Manufacturer narrative:
The associated pulse generator was not expected for return as the hospital keeps the devices. This rv lead was surgically abandoned. No further information is expected.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was part of a routine oulse generator changeout. The beginnings of fracture were not evident or alleged prior to the device changeout, although there had been upward trending of threshold measurements over time. The boston scientific local area sales representative confirmed that there had been no adverse patient effects associated with this clinical observation.